Event description:
It was reported that during a procedure, twelve sutures had a breakage. A new device was used to resolve the issue.

Manufacturer narrative:
D10 concomitant product: sn-3697, sn-3697 monosof6-0 blk 45cm p10 x12 (lot#d4d3259fy); sn-3697, sn-3697 monoso 6-0 blk 45cm p10 x12 (lot#d4d3259fy); sn-3697, sn-3697 monosof 6-0 blk 45cm p10 x12 (lot#d4d3259fy); sn-3697, sn-3697 monosof 6-0 blk 45cm p10 x12 (lot#d4d3259fy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. Five opened samples with the appropriate packaging and fifty-five sealed samples that were representative of the complaint lot were returned for analysis. The evaluation found no potentially contributing factors. It was reported that twelve sutures had a breakage. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.